Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump consistently alarmed weak signal and lost sensor. The customer stated that they changed the sensors but the alarms persisted. The customer's blood glucose was 120 mg/dl. The customer stated that the insulin pump was not communication with the transmitter. Troubleshooting was performed and the communication was reestablished. But when the customer checked, the isig values were at zero. The customer was advised to monitor it. The customer stated that the sensors were fully inserted and flat against the skin. In the history of the insulin pump there was a no delivery alarm found. Nothing further was reported.